Manufacturer narrative:
The device is indicated as unavailable for evaluation. Without the sample or visual evidence for review, the complaint cannot be confirmed and the root cause cannot be determined. If additional information is received in the future, a follow-up report will be provided.

Event description:
The lead tech stated, "one leg of the filter was fractured in patient when they started procedure. Tom said they removed the hook off the wall with a 16 fr sheath successfully. Tom stated that one piece was in the pulmonary artery but was providing no discomfort. The patient originally had this placed on (B)(6) 2019."